Event description:
A malfunction was reported, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which the customer followed. The issue did not recur, allowing the customer to continue using the pump. They were advised to call back if the malfunction occurred again, which the customer understood and acknowledged.